Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was retuned and analysis indicated no anomalies found. It was noted that there was blood/body fluids in/on the helix/lobe mechanism.

Event description:
It was reported that during the implant procedure, the helix was extended from the box. It was also reported that the helix extraction was not realized until they tried to pass the lead through the introducer and they notice that it was hooking. The lead was removed and replaced. No patient complications have been reported as a result of this event.